Manufacturer narrative:
The reported event of not exiting anesthesia mode when unplugged/plugged in file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported the or staff have the device in anesthesia mode during surgery, unplug the device when the patient goes to their room, and then the ICU nurse plugs the device back in. ICU nursing is reporting the device is not exiting anesthesia mode when it is unplugged and plugged back in. The customer states it is possible that when the anesthesiologists unplug the device initially, they are not confirming they want to exit anesthesia mode. There was no patient harm.